Event description:
A report was received that the patient felt a strong and grabbing stimulation in his chest/right rib when the stimulation was turned on. Database analysis revealed that the ipg was working properly. The patient underwent a revision procedure wherein the ipg was replaced. Ipg malfunction was suspected. The patient was doing well post-operatively.

Event description:
A report was received that the patient felt a strong and grabbing stimulation in his chest/right rib when the stimulation was turned on. The patient underwent a revision procedure wherein the ipg was replaced. Ipg malfunction was suspected. The patient was doing well post-operatively.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.